Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the stent stabilizer was seen to be broken/fractured at approximately 3cm from the hub, the stent stabilizer was seen to be kinked at approximately 5cm and 7cm from the break, and the stent was deployed and not returned. Functional inspection was not required. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported device difficulty engaging target vessel could not be confirmed during the analysis as the event is patient/procedure related, however, the analysis results are consistent with the reported event. It was reported that the subject stent but it could not be advanced to the location successfully even after several tries. So withdrew the stent system and replaced it with a ep2 to implant. A balloon catheter and a guidewire was used in conjunction with the subject stent. Additional information states that the device was prepared for use as per the directions for use, the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush set up and maintained throughout the clinical procedure and the patients anatomy was moderately tortuous. The physician feels that the anatomy and/or location of intended area of treatment may have contributed to the reported event. There was no indication of a user related issue. The device was returned and the stent delivery system was noted to be broken/fractured and kinked in a few locations, confirming the reported event. The stent was noted to be deployed from the delivery device and was not returned to site for investigation. It is unknown if the stent deployed outside the patient, after removal from the patient. It is probable that the tortuosity of the patients anatomy may have caused difficulty in advancing the subject stent delivery system during the clinical procedure. Force may have been applied resulting in the damage that was noted to the returned device. An assignable cause of procedural factors will be assigned to the reported device difficulty engaging target vessel and to the analyzed stent stabilizer broken/fractured during use, stent deployed prematurely during use and stent stabilizer kinked/bent, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
Analysis of the returned device found that the subject stent stabilizer was found broken/fractured and the subject stent was prematurely deployed during use. There were no clinical consequences to the patient reported as a result of this event and the procedure was completed successfully.